Event description:
The customer reported that the probe on the ortho provue analyzer failed to dispense the correct amount of red cells into the mts gel cards while performing type and antibody screen testing.

Manufacturer narrative:
The customer reported that the probe on the ortho provue analyzer failed to dispense the correct amount of red cells into the mts gel cards while performing type and antibody screen testing. No definitive root cause was determined concerning the reported incident. However, repairs have returned the analyzer to expected operation. No erroneous test results were reported as a result of this incident. Provue malfunction cannot be ruled out based on info provided. Nevertheless, if the no dispense issue were to go undetected, it could lead to erroneous test results.